Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2007, the patient was diagnosed with stable angina and cardiac catheterization was recommended. The 85% stenosed and 12.0mm long target lesion was located in the 1st diagonal with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation using a maverick2 balloon catheter. Following pre-dilation a small "b" dissection was noted. The dissection and the 85% stenosis in target lesion were treated with placement of a 2.75x20mm taxus express stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).